Event description:
It was reported by svc report that the head left siderail could not be latched in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent timing link.